Event description:
Inadequate switch guard for morcellator continuous run switch on the back of the unit. Manufacturer's recommendation was to place a piece of tape over the switch. This is insufficient. When our biomedical employee spoke with technical support for the manufacturer, he was informed that their next generation morcellator addresses this issue. There is a great risk that the switch could accidentally be bumped into the continuous run position , and thus cause great harm to the patient and potentially to the operator.